Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported that the avea ventilator is not communicating with rkp. At this time, there is no information regarding patient involvement associated with the reported event.